Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 41786 occurred, and the ui never came out of reset, resulting in an out-of-box failure during device implementation of pump at facility. There was no patient involvement.

Manufacturer narrative:
H3: h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective printed wire assembly (pwa) board as well as the upstream occlusion (uso) sensor and seal not being flush with the chassis due to excessive adhesive. The downstream occlusion (dso) seal was also delaminated. The pwa board, uso sensor/seal and dso seal were replaced to fix the issue.

Event description:
The error code 41786 typically indicates a system fault, often related to a defective main board.